Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. Prior to the procedure, a pericardial effusion was noted on the limbus side of the laa and in the right atrium. During deployment of the closure device, the patient developed a larger pericardial effusion compared to the effusion noted prior to the procedure. The closure device was implanted in the laa. A pericardial window was performed, and 700 ml of fluid was removed. The patient was stable at the conclusion of the event.